Manufacturer narrative:
The customer reported that the bedside monitor screen went blank and came back up after the device rebooted on its own. Customer states that this issue has happened multiple times in one week. Customer would like to send the device in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor screen went blank and came back up after the device rebooted on its own.

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) screen went blank and came back up after the device rebooted on its own. Customer states that this issue has happened multiple times in one week. Customer would like to send the device in for evaluation. Upon completion of the evaluation done by nihon kohden, there was no failure detected. The complaint could not be duplicated through testing, trouble shooting, and six days of extended operation of the device. The unit was tested per operator's/service manual and the unit operates to manufacturer's specifications. Unit will be shipped back to the customer.